Event description:
The customer reported that the 840 ventilator had a blank screen. The ventilator was not in use on a patient at the time the malfunction occurred. The customer reported to have replaced the (gui) graphic user interface to (bd) breath delivery cable. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).